Event description:
Following a therapeutic procedure (pt ventilated suffering subarachnoid hemorrhage which was treated by a coil), an angio-seal device was deployed and hemostasis was successfully achieved. However, several hrs later bleeding was noted from the pt's groin. The pt lost approx 2 units of blood; manual pressure was held and hemostasis was again achieved. Three days following this event the pt, who was very ill, expired. The death of the pt was related to the pt's underlying med condition and unrelated to the placement of the angio-seal device.